Manufacturer narrative:
Investigation summary: bd was able to confirm the customer¿s indicated issue complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. Investigation conclusion: we have been provided with the affected samples. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as dirt particles coming from the chain of the primary packaging machine. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2025 (january 9 - 12th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4214, and nº4201, in lot #6347055, #6351100 and lot #7009436. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the plunger lots #6348235, #6337087, #6354431, and #7009450 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #6348257, #6337091, #6354435, and #7009454 and no problems, defects or qn related to the reported issue were found. Root cause description: after the evaluation of the returned samples, we conclude that the origin of the issue is a piece of paper from the blister top web. The primary package for discardit syringes consists of both film and paper web which are sealed using pressure and temperature in the packaging machines. In order to move the blister strips through the process, the equipment uses a system of metal clips. Once the unit pack has been performed, the extra outer material (paper / film) in contact with the metal clip is removed from the process using a vacuum air system. We conclude that in the reported issue a small piece of this outer paper broke, remaining together with the metal clip. We understand that the piece of paper and dirt particles were unnoticed by the operator being re-circulated into the process and ending up into one blister. The returned affected samples presented foreign matter in the unit package. We confirmed the reported issue.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on the plunger of a bd 2ml syringe stock 23g needle before use. No injury or medical intervention.